Event description:
The complainant reported that the console unexpectedly shut off during use and requested that the unit be evaluated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A1, a2, a3a, a3b, a5, a6: added patient information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the following information was received: patient got a transplant and survived. Investigation summary: the investigation concluded that the pump stop was caused by the pump. No problem found with the aic console.